Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 3 reference MFR report#: 3006705815-2021-00733 reference MFR report#: 3006705815-2021-00734.

Manufacturer narrative:
The date of event is estimated. The patient's weight was unable to be obtained.

Event description:
Device 1 of 3. Reference MFR report#: 3006705815-2021-00733. Reference MFR report#: 3006705815-2021-00734. It was reported the patient had been receiving ineffective stimulation. In turn, the patient decided to have their scs system explanted.